Manufacturer narrative:
The event unit was returned to applied medical for evaluation. There was a label on the returned unit that indicated that the balloon had ruptured during the disinfection process at the facility where the device was used. Engineering also observed a hole in the balloon and scratches on the proximal portion of the sleeve. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event and evaluation of the event unit, as the condition of the returned unit made it difficult to identify where the leakage had originated from. Balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch #mw5099499.

Event description:
Procedure performed: laparoscopic lysis of adhesions, open ileocecectomy event description: as reported in mw5099499: "applied medical, kii balloon blunt tip system, 12 x 100 mm trocar (balloon) would not stay inflated. FDA safety report ID#: (B)(4)." Additional information was received via email on 23mar2021 from the hospital representative: the case was completed with another "like device" that functioned without issue. The procedure being performed was a laparoscopic lysis of adhesions, open ileocecectomy. No other instruments were being used with the trocar at the time of the event. This was a non-robotic case. Additional information was received via email on 26mar2021 from the hospital representative: no patient injury was observed, the product is available for return. Type of intervention: the case was completed with another "like" device. Patient status: no patient injury observed.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #mw5099499.

Event description:
Procedure performed: laparoscopic lysis of adhesions, open ileocecostomy. Event description: as reported in mw5099499: "applied medical, kii balloon blunt tip system, 12 x 100 mm trocar (balloon) would not stay inflated. FDA safety report ID#: (B)(4)." Additional information was received via email on 23mar2021 from the hospital representative: the case was completed with another "like device" that functioned without issue. The procedure being performed was a laparoscopic lysis of adhesions, open ileocecostomy. No other instruments were being used with the trocar at the time of the event. This was a non-robotic case. Additional information was received via email on 26mar2021 from the hospital representative: no patient injury was observed, the product is available for return. Type of intervention: the case was completed with another "like" device. Patient status: no patient injury observed.